Manufacturer narrative:
The console was inspected during a service visit on (B)(6) 2018. The coupler lens assembly was found to be burnt. The lens assembly was replaced; checked calibration of laser, replaced distilled water and filter. Electrical safety testing (est) passed. The laser was tested and verified to meet the manufacturer's specifications. The defect found during the service visit does not represent a direct risk of harm to the patient and there was not reported harm to the patient. The procedure was cancelled so the patient will be rescheduled to undergo a second procedure to complete treatment.

Event description:
It was reported that during a surgical procedure, the console was not firing while pressing the footswitch and water leak was noted. The procedure was not completed due to this issue. No patient complications were reported.